Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the most likely root cause of the reported event was an electrical failure of the bubble sensor. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11. Livanova deutschland manufactures the s5 hlm bubble sensor, the event occurred in united kingdom. Livanova field service engineer was dispatched to customer facility, checked the device confirming the issue; to fix it, bubble sensor has been replaced and installed successfully. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during setup, the s5 hlm bubble sensor was not working properly. There is no patient involvement.